Event description:
The customer called and reported the numbers on the insulin pump screen were continuously scrolling on their own. Button error and battery out limit alarms were received, after customer removed and replaced battery. The customer's blood glucose was 180 mg/dl. No significant events leading to the keypad issues were recalled. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no esc and up button response due to corroded keypad traces. No button error alarm noted. The insulin pump was unable to verify for battery out of limit alarm due to no esc and act button response. No ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot.